Event description:
A nurse contacted baxter healthcare to report an overfill event which occurred on a homechoice (hc) device during use. The nurse reported that on (B)(6) 2012 the patient was overfilled. The nurse stated the patient performed therapy on (B)(6) 2012, using a procard without any problems. On (B)(6) 2012, the patient performed therapy without a procard. The hc was manually programmed to match the procard parameters with an exception to the initial drain alarm which was set to 0ml. On (B)(6) 2012, therapy was performed using the same procard used on (B)(6) 2012. The hc did not prompt the user to confirm the procard. During this therapy the overfill occurred. The nurse stated apparently the patient performed therapy according to the manual changes made on (B)(6) 2012, in which the initial drain alarm was set to 0ml. In this therapy the patient drained 114ml in initial drain and then the hc moved on to the fill where the patient was filled with 1900ml. The patient had a last fill volume of 1500ml. When the patient entered the first drain cycle they drained approximately 3286ml. During this therapy the nurse stated the patient had severe symptoms of pain and discomfort and therapy had to be ended. The patient resumed therapy on (B)(6) 2012, after a review of the therapy parameters. The patient completed therapy successfully with no further problems. There was patient involvement, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed by the volumes reported. The values met the criteria for an iipv event. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.